Manufacturer narrative:
Product complaint # (B)(4). An e-mail communication was received dated 30-oct-2018, which stated that (B)(4) (MFR #3008114965-2018-00739) is a duplicate of this complaint record. As previously reported in (B)(4) (MFR # 3008114965-2018-00739), the correct alert date of the event is (B)(6) 2018. Therefore, section b4 has been corrected. All further updates/information received pertaining to (B)(4) (MFR #3008114965-2018-00739) will be submitted under this manufacturer report number. Section b5: additional information received indicated that the user encountered resistance between the coil and microcatheter. Section d11 - concomitant med products due to character limitation: medikit sheath,9f brite tip (cardinal health) guide catheter, 4.2f asahi fubuki (asahi-intecc) guide catheter, asahi chikai14 (asahi-intecc) guidewire, traxcess14 (microvention), excelsior sl-10 (stryker) mc,scepter (terumo) balloon catheter, enpower dcb2. [Complaint conclusion]: as reported by a healthcare professional, during a balloon-assisted coil embolization of a 3x4x3 unruptured left internal carotid-posterior communicating artery (ic-pc) aneurysm, the 1.5mm x 2cm galaxy g3 mini (glm915020/l12396) thermo-mechanical coil was selected for use as the ninth coil, but the user encountered resistance between the coil and the excelsior sl-10 (stryker) microcatheter and the embolic coil failed to detach when the ¿detach¿ button was pressed once. The coil was removed, and the procedure was completed successfully without further incident. It was stated that this was ¿a difficult case¿ and ¿since the posterior communicating artery was involved from the cerebral aneurysm and it was essential to preserve p-com, the product was removed without being reinserted.¿ the physician felt that the aneurysm was successfully treated without the need for additional coiling. A total of six galaxy g3 mini coils were implanted in the aneurysm. There was no report of consequence or impact to the patient. The surgery was not delayed due to the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. The coil delivery system was prepped without any difficulty. A pre-deployment electrical check was performed. No unintended detachment was observed in the vessel or in the microcatheter. A ¿fault¿ light was not visualized during the case. The user did not apply excessive force at any time during the case. A medikit sheath introducer,9f brite tip (cardinal health) guide catheter, 4.2f asahi fubuki (asahi-intecc) guide catheter, asahi chikai14 (asahi-intecc) guidewire, traxcess14 (microvention), scepter (terumo) balloon catheter, and an enpower dcb2 detachment control box were also used in the procedure. The concomitant products used as a system with the complaint product are not available for return. No further information was provided. The 1.5mm x 2cm galaxy g3 mini coil was not returned evaluation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Failure to detach and resistance/friction are known potential issues associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that procedural and handling factors, including device manipulation and the concomitant microcatheter, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the physician felt that the aneurysm was successfully treated without the need for additional coiling. A pre-deployment electrical check was performed. A ¿fault¿ light was not visualized during the case. The coil delivery system was prepped without any difficulty. The user did not apply excessive force at any time during the case. The surgery was not delayed due to the event. The concomitant products used as a system with the complaint product are not available for return. Initial reporter phone: (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). Concomitant med products due to character limitation: medikit sheath introducer, chikai 14 (asahi intecc) guidewire, traxcess14 (terumo) guidewire, britetip (cordis) guiding catheter, excelsior sl-10 (stryker) microcatheter, scepter (terumo) balloon catheter, dcb2 detachment control box. Initial reporter - the customer contact information was not reported. (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a balloon-assisted coil embolization of a 3x4x3 unruptured internal carotid-posterior communicating artery (ic-pc) aneurysm, the 1.5mm x 2cm galaxy g3 mini (glm915020/l12396) thermo-mechanical coil was selected for use as the sixth coil, but the coil failed to detach when the ¿detach¿ button was pressed once. The coil was removed, and the procedure was completed successfully without further incident or delay. It was stated that, ¿since the posterior communicating artery was involved from the cerebral aneurysm and it was essential to preserve p-com, the product was removed without being reinserted.¿ no patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. A medikit sheath introducer, chikai 14 (asahi intecc) guidewire, traxcess14 (terumo) guidewire, britetip (cordis) guiding catheter, excelsior sl-10 (stryker) microcatheter, scepter (terumo) balloon catheter, and dcb2 detachment control box were also used for the procedure. No further information was provided.